Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter limb allegedly detached and migrated to the heart. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with a previously placed vena cava filter was scheduled for removal of the filter with subsequent placement of a new vena cava filter. The right common femoral vein was accessed and an inferior venacavogram demonstrated good flow of contrast through the ivc in the vicinity of the filter. A gooseneck snare was advanced and the caudal hook of the filter was captured and the filter was successfully withdrawn into the sheath and removed. The delivery system for a new vena cava filter was advanced into the inferior vena cava. Renal positioning was determined based on the prior study of the original filter placement. The filter was successfully deployed. Contrast injection demonstrated good flow through the ivc in the vicinity of the filter. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged. Therefore, the investigation is inconclusive for the alleged filter limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter limb allegedly detached and migrated to the heart. There was no reported impact or consequence to the patient. New information received: it was reported during an inquiry regarding MRI safety related to movement of device components during scan, that an unknown period of time post vena cava filter deployment, the filter allegedly became detached with filter limb(s) located in the patient¿s heart. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis and a previously placed vena cava filter was scheduled for filter retrieval as well as placement of a new filter. The right common femoral vein was accessed and the original filter was successfully captured with a snare and removed. The delivery system for a new vena cava filter was advanced and the filter was successfully deployed. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
New information received: it was reported during an inquiry regarding MRI safety related to movement of device components during scan, that an unknown period of time post vena cava filter deployment, the filter allegedly became detached with filter limb(s) located in the patient's heart. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, venacavogram showed that the filter appeared to be slightly tilted to the patient¿s left side in comparison to prior study. Several of the right superior limbs of the filter appeared to have migrated slightly superiorly. The right internal jugular vein was then accessed with a 21-gauge micropuncture needle. The needle was exchanged over a wire for a 4 french vascular sheath. Subsequently a 4 french omni flush catheter was advanced over a wire beyond the filter into the caudal aspect of the inferior vena cava. An inferior vena cavogram was then obtained in the ap and lateral projections. This revealed that the inferior vena cava was widely patent. No thrombus adjacent to or within the filter was noted. The omni flush catheter was then withdrawn over the wire. A berenstein catheter was then utilized to direct an amplatz wire as close to the filter apex as possible. The berenstein catheter was then withdrawn over a wire. Subsequently, following serial dilatation at the right neck access site a 10 french long sheath was advanced over the wire and positioned several centimeters above the filter. The filter retrieval device was then advanced through the sheath and multiple attempts were made to a engaged the filter. All attempts to retrieve the filter were unsuccessful likely related to the current positioning of the filter (tilting to the left). The decision was then made to terminate the procedure. A post procedure ap inferior vena cavogram was then obtained. This revealed no evidence of acute injury to the inferior vena cava. The filter was now seen to be slightly more tilted to the patient's left. Additionally, a superior right limb of the filter was now noted to be within the proximal portion of the right renal vein. The right neck sheath was then removed. After six days, the patient underwent attempted filter retrieval but due to tilt, the filter was not retrieved. After two months, computed tomography of neck, chest, abdomen and pelvis showed that there was an inferior vena cava filter in place and the infrarenal abdominal aorta. The limbs appeared to extend outside the expected compounds of the inferior vena cava. After three months, the inferior vena cava filter retrieval was attempted. The right internal jugular vein was accessed using a micropuncture needle. A guidewire was passed, and the needle was exchanged for the micropuncture introducer/sheath. The guidewire was exchanged for a bentson wire, over which a 5 french straight flush catheter was placed into the suprarenal inferior vena cava. An inferior vena cava venogram was obtained. The flush catheter was exchanged for a 5 french berenstein catheter. The bentson wire and berenstein catheter was maneuvered through the inferior vena cava filter. The wire was removed. An amplatz wire was placed through the berenstein catheter into the right common iliac vein. The inferior vena cava filter was not able to be retrieved with multiple attempts using the bard recovery/removal system. The tip of the filter appeared to be embedded within the wall of the inferior vena cava. Of note, the patient had discomfort when the tip of the filter was manipulated. Attention was then directed to a fragmented arm of the inferior vena cava filter which was lodged within the right atrium. The filter fragment could not be snared. Fluoroscopy demonstrated a fragmented arm of the inferior vena cava filter lodged within the right atrium. The inferior venacavogram demonstrated no thrombus and the remainder of the filter within the infrarenal inferior vena cava. The tip of the filter appeared to be embedded within the wall of the inferior vena cava. After four years and four months, computed tomography of abdomen with contrast showed that an inferior vena cava filter was again noted in place unchanged. After seven years and three months, it was reported that the patient had bard retrievable filter in the vena cava and had abdominal pain in that area. After seven months, complex inferior vena cava filter and fragment retrieval was attempted. Initial scout images showed a fractured filter leg peripherally in the right lower lobe. Fragments were not retrieved. Image demonstrated the multifocal filter penetration into the retroperitoneum and leg fracture. A single retrieval 14- french sheath was advanced. The filter was captured, collapsed into the sheath, and removed. Successful complex retrieval of a chronically embedded and penetrated bard recovery inferior vena cava filter, and a 3 fractured filter leg that remained in the inferior vena cava at the level of prior implantation. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter detachment and retrieval difficulties. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6(device). H11: h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it were alleged that the filter strut detached and tilted .the device has not been removed after two attempted but unsuccessful removal procedure. The detached strut has not been removed after an attempted but unsuccessful.the detached strut retained in the right atrium of the heart in the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, venacavogram showed that the filter appeared to be slightly tilted to the patient¿s left side in comparison to prior study. Several of the right superior limbs of the filter appeared to have migrated slightly superiorly. The right internal jugular vein was then accessed with a 21-gauge micropuncture needle. The needle was exchanged over a wire for a 4 french vascular sheath. Subsequently a 4 french omni flush catheter was advanced over a wire beyond the filter into the caudal aspect of the inferior vena cava. An inferior vena cavogram was then obtained in the ap and lateral projections. This revealed that the inferior vena cava was widely patent. No thrombus adjacent to or within the filter was noted. The omni flush catheter was then withdrawn over the wire. A berenstein catheter was then utilized to direct an amplatz wire as close to the filter apex as possible. The berenstein catheter was then withdrawn over a wire. Subsequently, following serial dilatation at the right neck access site a 10 french long sheath was advanced over the wire and positioned several centimeters above the filter. The filter retrieval device was then advanced through the sheath and multiple attempts were made to a engaged the filter. All attempts to retrieve the filter were unsuccessful likely related to the current positioning of the filter (tilting to the left). The decision was then made to terminate the procedure. A post procedure ap inferior vena cavogram was then obtained. This revealed no evidence of acute injury to the inferior vena cava. The filter was now seen to be slightly more tilted to the patient's left. Additionally, a superior right limb of the filter was now noted to be within the proximal portion of the right renal vein. The right neck sheath was then removed. After six days, the patient underwent attempted filter retrieval but due to tilt, the filter was not retrieved. After two months, computed tomography of neck, chest, abdomen and pelvis showed that there was an inferior vena cava filter in place and the infra renal abdominal aorta. The limbs appeared to extend outside the expected compounds of the inferior vena cava. After three months, the inferior vena cava filter retrieval was attempted. The right internal jugular vein was accessed using a micropuncture needle. A guidewire was passed, and the needle was exchanged for the micropuncture introducer/sheath. The guidewire was exchanged for a bentson wire, over which a 5 french straight flush catheter was placed into the suprarenal inferior vena cava. An inferior vena cava venogram was obtained. The flush catheter was exchanged for a 5 french berenstein catheter. The bentson wire and berenstein catheter was maneuvered through the inferior vena cava filter. The wire was removed. An amplatz wire was placed through the berenstein catheter into the right common iliac vein. The inferior vena cava filter was not able to be retrieved with multiple attempts using the bard recovery/removal system. The tip of the filter appeared to be embedded within the wall of the inferior vena cava. Of note, the patient had discomfort when the tip of the filter was manipulated. Attention was then directed to a fragmented arm of the inferior vena cava filter which was lodged within the right atrium. The filter fragment could not be snared. Fluoroscopy demonstrated a fragmented arm of the inferior vena cava filter lodged within the right atrium. The inferior vena cavogram demonstrated no thrombus and the remainder of the filter within the infra renal inferior vena cava. The tip of the filter appeared to be embedded within the wall of the inferior vena cava. After four years and four months, computed tomography of abdomen with contrast showed that an inferior vena cava filter was again noted in place unchanged. After seven years and three months, it was reported that the patient had bard retrievable filter in the vena cava and had abdominal pain in that area. After seven months, complex inferior vena cava filter and fragment retrieval was attempted. Initial scout images showed a fractured filter leg peripherally in the right lower lobe. Fragments were not retrieved. Image demonstrated the multifocal filter penetration into the retroperitoneum and leg fracture. A single retrieval 14- french sheath was advanced. The filter was captured, collapsed into the sheath, and removed. Successful complex retrieval of a chronically embedded and penetrated bard recovery inferior vena cava filter, and a 3 fractured filter leg that remained in the inferior vena cava at the level of prior implantation. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter detachment and retrieval difficulties. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d4 (corporate lot no). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it were alleged that the filter tilted and struts detached. The device has not been removed after two attempted but unsuccessful removal procedure. The detached strut has not been removed after an attempted but unsuccessful. The detached strut retained in the right atrium of the heart in the patient. The current status of the patient is unknown.

Manufacturer narrative:
Medical records were received and reviewed. No medical images have been made available to the manufacturer. As the lot number for the device was still not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the additional event details is currently underway. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with a previously placed vena cava filter was scheduled for removal of the filter with subsequent placement of a new vena cava filter. The right common femoral vein was accessed and an inferior venacavogram demonstrated good flow of contrast through the ivc in the vicinity of the filter. A gooseneck snare was advanced and the caudal hook of the filter was captured and the filter was successfully withdrawn into the sheath and removed. The delivery system for a new vena cava filter was advanced into the inferior vena cava. Renal positioning was determined based on the prior study of the original filter placement. The filter was successfully deployed. Contrast injection demonstrated good flow through the ivc in the vicinity of the filter. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter limb allegedly detached and migrated to the heart. There was no reported impact or consequence to the patient. New information received: it was reported during an inquiry regarding MRI safety related to movement of device components during scan, that an unknown period of time post vena cava filter deployment, the filter allegedly became detached with filter limb(s) located in the patient¿s heart. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis and a previously placed vena cava filter was scheduled for filter retrieval as well as placement of a new filter. The right common femoral vein was accessed and the original filter was successfully captured with a snare and removed. The delivery system for a new vena cava filter was advanced and the filter was successfully deployed. The patient tolerated the procedure well. No additional information was provided in the medical records received.